Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient wanted a reprogramming appointment on (B)(6) 2017 to better cover their pain, noting they had inadequate coverage. They also noted there was a new, shock-like pain in the left, lower extremity with stimulation. The patient decreased the time they used the device secondary to the pain. On (B)(6) 2018, the generator was explanted and replaced with another device, resolving the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the inadequate coverage was not determined. No further complications were reported/anticipated.